Event description:
Physician was using perforator to make a hole in the cranium. The brain was swollen and dura thin. The perforator did not cut off and plunged through the dura. A second perforator was tried and also did not cut off. Note: no adverse effect noted at this point for pt's clinical condition. Discharged 7/8/96.